Event description:
Reportedly, when an attempt was made to use device defibrillator therapy, a connect electrodes prompt was observed. The reporter retrieved another AED device and used it to deliver defibrillator therapy to the pt. The pt was not resuscitated but the reporter stated pt outcome was not affected by the discrepancy, due to a lack of pt viability.